Manufacturer narrative:
Unit received with cracked case, broke battery tube threads, cracked lcd window and cracked case at the display window corner. Unit received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display.

Event description:
Customer reported via phone call that the cracks in the insulin pump body and screen was cracked. Customer's blood glucose level was over 200mg/dl at the time of the incident. The device will be returned for analysis.